Event description:
The affiliate reported, the customer alleged erroneously low thyroid-stimulating hormone (tsh) results, below the reference interval, for twenty-five pts involving unicel dxc 600i synchron access clinical system. This report refers to pt number twenty-five. It is unk if the erroneous result was released out of the laboratory. There has been no report of pt injury or change in pt treatment associated with this event.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Beckman coulter, inc. Contacted the customer. The customer stated no further issues and a new reagent pack was in use. The customer stated the erroneous results occurred on one reagent pack only. The customer explained not all thyroid-stimulating hormone (tsh) results were low, some results recovered as expected. The customer stated a preventive maintenance (pm) was performed prior to the event. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events.